Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The field service engineer (fse) found that two nozzles in the rinse unit were blocked, causing leakage into the analyzer. The fse cleaned the cuvettes, replaced the ise reagent, and performed precision testing and qc successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 6000 c501 module. The initial result was 170 mmol/l. The doctor questioned the result which prompted the customer to repeat the sample. The repeat result was 143 mmol/l.